Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for no known indication for use. It was reported the patient's pump went empty a month ago as the patient was non-compliant. The hcp stated that they were not planning on refilling the pump but wanted to silence the alarm. The rep was inquiring how to do that. Pertinent information was reviewed and rep will confer with hcp. No symptoms were reported. The event date was (B)(6) 2019. No further complications were reported/anticipated.